Event description:
It was reported that the atrial lead was found to have dislodged. The lead was initially capped and replaced. Shortly after the implant, the replacement atrial lead dislodged, and was repositioned and remains in use. The previously capped lead was fully explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed) and blood was found in/on the helix/lobe mechanism. The outer insulation was breached cut and exhibited cosmetic environmental stress cracking and a cosmetic depression. The lead exhibited apparent explant damage.